Manufacturer narrative:
Investigation summary: no product was returned for evaluation. Major bleed: clinical details noted bleeding at insertion site, additional skin suture was applied but did not resolve issue. When patient arrived in unit, bleeding was still present and a femstop was applied and hemostasis was achieved. The cause of the major bleed could not be determined as limited clinical details were provided. Red handle leak: clinical details noted that blood was leaking from red impella handle. No troubleshooting was noted. The leak resolved the following day. The cause of the red handle leak could not be determined as no product was returned for evaluation. Device history lot: device lot: 1949377. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp insertion, the device became entangled in the papillary muscle of the aortic valve, which caused the pump to be unable to be fully delivered into the left ventricle. The pump was pulled back and repositioning was attempted several times without success. The physician removed the pump to rewire to access the left ventricle, however upon removal of the pump the decision was made to replace the pump and deploy a new device. The new device was successfully implanted, and a successful percutaneous coronary intervention was performed. Prior to leaving the cardiac catheterization laboratory, the medical team reported that there was bleeding around the repositioning sheath. An additional suture was added, and the site was dressed with angle matching. The patient was then transported to the intensive care unit, and it was noted that the site continued to bleed. A femstop was deployed and hemostasis was achieved. Additionally, it was reported that there was blood leaking from the red impella handle. No intervention was performed for the red handle leak, and the leaking stopped the following day. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication. This complaint involves two impella devices: pump 1: impella cp with serial number: (B)(6) pump 2: impella cp with serial number: (B)(6). This MDR specifically addresses the second pump. Impella cp with serial number, which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Product status: the impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.